Event description:
It was reported that the spinal cord stimulation (scs) patient passed out. The paramedics assessed that the patient may have had a seizure. The device was turned off as a precaution and then later reprogrammed for stimulation optimization. No further information has been able to be obtained despite three good faith efforts.